Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR *analysis and findings distribution history the complaint product was packaged at csi on 04/09/2020. Manufacturing record review DHR-2030 - 288382 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product is unavailable for evaluation. Visual evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. *was the complaint confirmed? No

Event description:
Misfiring and jamming 1216677-2020-00268-1 insorb 30 stapler 2030 (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Reference. (B)(4). Report forwarded by customer service RMA note stated customer claims they are missfiring and jamming. Further details from distributor cardinal stated "they are misfiring and jamming, the lot number is 201101. I have three boxes I have removed from inventory and at least 2 boxes that were tossed during surgeries. Additional complaint in ref. To (B)(4). Insorb 30 stapler 2030 (B)(4).